Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was noted the device site was red. The system will be replaced when the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was noted the device site was red. The crt-d was used externally with a temporary lead. The crt-d device and temporary lead will be replaced with a new crt-d system when the infection clears. No further patient complications have been reported as a result of this event.